Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgery, she has trouble driving day or night, and sees a big reflected halo and glare from on-coming traffic. She also noted "improvement of the reflective glare when looking in the rear-view mirror, and it's in the dim/bright light position." Additional information was requested. There are two medical device reports associated with these events. This report is for the second eye.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaint reported in the lot number. Additional information was requested by mail, fax and phone. A completed questionnaire has not been received. (B)(4).